Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, and dyspareunia. It was reported that patient underwent transvaginal mesh excision with cystoscopy on (B)(6) 2014 due to dyspareunia. It was reported that patient underwent excision of vaginal mesh, excision of granulation tissue of the vaginal cuff and a vaginal polyp on (B)(6) 2009 due to dyspareunia, vaginal bleeding, mesh erosion, and pain. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that mesh was implanted along with vaginal hysterectomy, tvt, and cystoscopy due to menorrhagia, dysmenorrhea, symptomatic uterine fibroids, stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, urinary problems, bleeding, and vaginal scarring. It was reported that the patient underwent mesh revision in 2007. (B)(4).